Event description:
Event description cpi received information that the implantable pulse generator (ipg) of this pacemaker dependent patient was exhibiting no output. The physician elected to do an invasive procedure to analyze the system. Body fluids were observed in the header. The header was cleaned and re-attached to the lead system. The ipg operated then operated normally.